Event description:
It was reported that a small volume intermate was observed to have particulate matter floating in the solution. The unit was compounded with caspofungin. This was discovered before use. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between september 30, 2014 and october 03, 2014 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.